Manufacturer narrative:
Additional narrative: patient information is unknown. Lot numbers 9542672 and 9485122 provided; it is unknown which is the complained lot number. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records for both potential lot numbers was completed: part 04.503.104.04s lot 9542672: manufacturing location: bettlach. Manufacturing date: june 29, 2015. Expiry date: june 01, 2025. Part 04.503.104.04s, lot 9485122: manufacturing location: (B)(4). Manufacturing date: may 19, 2015. Expiry date: may 01, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: we have received article 04.503.104.04s with two different lot numbers 9542672 and 9485122 for investigation. It is unknown which of the two different lot numbers is matching with the returned part. Microscopic examination shows that the tip of the screw is broken off. The thread and the recess are slightly damaged from use. Reviews of the device history records for the two provided lot numbers were researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with these lots in question. It is likely that the tip section got damaged while inserting it with too much force. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide. We can confirm the visible damages are not from any manufacturing non conformity. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the surgeon tried to fix the skull during surgery, one screw in the package could not be inserted in the bone because the tip of the screw was dull. The surgeon could insert other three screws in the package without any problems. No surgical delay was reported. No adverse consequences were reported. When the device was being evaluated by the manufacturer, it was noted that the tip was broken off. This is report 1 of 1 for (B)(4).